Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5146881. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5146709.

Event description:
It was reported that the patient was experiencing a lack of pain relief, burning sensations, pain in the back and buttocks, and difficulty charging the ipg. The patient reported a non device related fall which may have been causing some of the issues. Reprogramming of the system was attempted and was unsuccessful and x-ray imaging showed the leads had migrated. The patient underwent an explant procedure to remove the ipg and leads. The patient was noted to be doing well following the procedure.